Event description:
Customer reported a bad iris error, the mechanical brake is not working, and no image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and removed a broken key from the switch, calibrated the collimator, and connected the video cable to the correct jack on the left monitor. System operates as intended.